Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that water leaked at the connection between the chamber and the inspiratory limb of an rt126 infant low flow breathing circuit after one hour of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint rt126 infant low flow breathing circuit is en route to fisher & paykel healthcare in (B)(4) for investigation. We will provide a follow-up report once we have completed our investigation.